Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We are redacting the MDR for FDA rpt # 2649622000-2011-01970 based upon an investigation of the issue noted which involves the device and not the lead. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 24 ohm readings on rv (right ventricular) lead. The investigator noted that the investigation of this issue involves the device and not the lead.

Event description:
It was reported that the lead had a warning with polarity switch. The impedance was low at 24 ohms. The lead was programmed back to bipolar and remains in use. The device also remains in use. No patient complications were reported as a result of this event.